Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the stent placement, the physician want to release the stent by remove the pushing catheter. But the pushing catheter was stuck and needed to pull hard to remove. Finally the pushing catheter was kinking. Although completed the stent placement, the procedure has seriously delayed by this situation. In the doctor's view, it happened frequently on stent of 8.5fr (oacl-8.5), and this complaint should be investigated. Lab evaluation completed on (B)(6) 2022. Visual inspection: guiding catheter, positioner and pushing catheter returned. Stent not returned. Significant kinks/stretch marks noted on the pushing catheter approx. 3cm and 16.5cm respectively from the hub and the guiding catheter approx. 21cm from the hub. Functional inspection: 0.035" does not pass through freely. Did any section of the device remain inside the patient's body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effect(s)? No.

Event description:
Supplement report being submitted due to the investigation being completed on 20 sept 2022.

Manufacturer narrative:
Device evaluation: 1 x oacl-8.5-7 of lot number c1890137 was returned to cirl for evaluation. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 03rd may 2022. Significant kinks/stretch marks noted on the pushing catheter approx. 3cm and 16.5cm respectively from the hub and the guiding catheter approx. 21cm from the hub. A 0.035" inch wire guide does not pass through freely. Documents review including IFU review: prior to distribution all oacl-8.5-7 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for oacl-8.5-7 of lot number c1890137 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1890137. It should be noted that the instructions for use (ifu0045) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use" and ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ there is evidence to suggest that the user did not follow the instructions for use. Root cause review: a definite root cause could not be determined despite the device being returned and evaluated. Possible root causes could be the use of a non-recommended sized wire guide with the device or user technique where excessive force was applied when attempting to remove the pushing catheter which may have resulted in the kinking that occurred. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.